Manufacturer narrative:
This incident is being reported to the FDA based on the evidence that the device experienced an over-pressurization event of the product tank, an overheating event, or a possible precursor to such events. Based on the allegation this failure mode resembles that which has been previously identified and investigated. Components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. The allegation of the device catching fire didn't appear to be consistent with the pictures provided. There is no evidence of internal or external fire noted in the pictures. This issue also resulted in a field correction (z-0514-2021) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. The device is awaiting return for further evaluation. This device was over 6 years old at the time of this incident which is past the 3-year service life listed in the manual. If a different root cause is determined, a supplemental record will be filed.

Event description:
The reporter stated the unit caught fire/internal combustion by the pe valve location. No one was injured.